Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated via the patient's remote home monitoring system. Trouble-shooting was performed without resolution. The device remains in service. There were no adverse patient effects reported.